Event description:
The patient was implanted with a vented electric left ventricular device (lvad). It was reported by the cardiothroracic transplant specialist that when the patient came into the hospital for an evaluation, the lvad rate which normally runs 60-70bpm in auto mode jumped to rates of 100+bpm. It was also reported that the patient had experienced shortness of breath with exercise. An echo was then performed and it was determined that the inflow valve was incompetent with positional changes. The manufacturer recommended increasing the fixed rate. The patient remains stable and on lvad support while awaiting a heart transplant.